Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that started having severe pelvic pain, among other non-serious events. She underwent a total hysterectomy to remove the device. Event severe pelvic pain was considered serious due to disability mentioned by the reporter, and is listed in the reference safety information for essure. In the present case discrepant information was provided. The consumer mentioned that even after total hysterectomy with essure removal all of her symptoms persisted and got worse, including symptoms directly related to the uterus itself such as heavy bleeding with her periods and cervicitis. The fact that the severe pelvic pain persisted for over a year after removal, suggests that essure was not the only responsible for the event. However, given the nature of this event, a contributory role of essure for its initial occurrence cannot be totally excluded. Since a total hysterectomy to remove essure was reported, this case was regarded as incident (required intervention). The product technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0181, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer stated that prior to essure, she was extremely healthy and lived an active life. Immediately after insertion things started going wrong. She started having continuous heavy bleeding with her periods with no break in between, severe pelvic pain, painful burning and itching in my fallopian tubes, painful sex and bleeding that became worse during and after intercourse (she stated essure ruined her sex life), panic attacks, depression, severe joint and muscle pain, extreme muscle weakness, severe fibromyalgia, neuropathy, plantar fasciitis, cervicitis, cyst in fallopian tube, bacterial vaginosis, yeast infections, painful burning to urinate, bladder spasms and urinary retention; urinary incontinence, migraine headaches, swollen lymph nodes and throat, metal taste on her tongue and in her mouth, weight gain, extreme hair loss, loss of appetite, extreme chronic fatigue, vertigo, lightheadedness, dizzy, heart palpitations, extreme moodiness, night sweats, anxiety, and irritable. Because of these symptoms she had to have a total hysterectomy in 2014 to remove the device, and still over a year later after removal she was still suffering from all of those symptoms and they were only getting worse as time went by. She stated that the device ruined her life, was affecting her children and the people around her every day, and she was now disabled. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that started having severe pelvic pain, among other non-serious events. She underwent a total hysterectomy to remove the device. Event severe pelvic pain was considered serious due to disability mentioned by the reporter, and is listed in the reference safety information for essure. In the present case discrepant information was provided. The consumer mentioned that even after total hysterectomy with essure removal all of her symptoms persisted and got worse, including symptoms directly related to the uterus itself such as heavy bleeding with her periods and cervicitis. The fact that the severe pelvic pain persisted for over a year after removal, suggests that essure was not the only responsible for the event. However, given the nature of this event, a contributory role of essure for its initial occurrence cannot be totally excluded. Since a total hysterectomy to remove essure was reported, this case was regarded as incident (required intervention). A product technical analysis has been requested.